Manufacturer narrative:
Concomitant medical product.

Manufacturer narrative:
Additional information: upon further review, it was determined that the event reported 1713747-2019-00128 was not a reportable event related to fresenius hemodialysis machine. The cause of the blood loss was attributed to a power failure on a fresenius hemodialysis machine. There was no serious injury, adverse event, or reportable malfunction related to the fresenius dialyzer. There will be no further updates on 1713747-2019-00128.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A hemodialysis (hd) clinic contact reported that following a power failure at the clinic there was a blood leak from dialyzer. The fresenius 2008k machine shut down twice. The nurse was unable to get the machine to power back on after the second shut down. The nurse was unable to manually hand crank the blood back as they forgot to take the tubing out of the venous line clamp. This caused the pressure in the tubing, causing the leak from the dialyzer. The blood leak occurred two hours and 45 minutes into treatment. Its unknown if the machine alarmed. Fresenius bloodlines were not used during the event. Blood test strips were not used in the event. The blood leak was noted as being an external blood leak. There were no defects or damage seen to the dialyzer. The patient¿s estimated blood loss (ebl) was 300 ml. There was no patient injury, adverse events, or medical intervention required as a result of the reported event. The patient chose not to complete treatment. The dialyzer was discarded.